Event description:
System produced an error message on cryo console. Tried troubleshooting by changing the cable. Ultimately had to open up a second new cryo catheter to finish the procedure. Opend another cryo balloon to complete procedure. Reported to rep ( picked up a month later) , no rga# issued, no charge replacement sent. Manufacturer response for cryo balloon, (brand not provided) (per site reporter). Rep picked up product, sent in no charge replacement.